Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the clip came off from the medium-large clip applier (mlca). It was unknown if the clip fell inside the patient¿s anatomy. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative and confirmed that no further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier (mlca) and completed failure analysis. Failure analysis investigations confirmed the customer reported complaint of "clip comes off". The mlca instrument was found with one grip severely bent. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips and clip action performance was hindered. Root cause of a severely bent grip is attributed to user mishandling/misuse, such as applying excessive force to the grips during clip installation. No image or procedure video was provided for review. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot/serial# n10210607 - 0017) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 via system sk1326. There were 19 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was unknown if a clip fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended items falling into the patient may require surgical intervention. .